Manufacturer narrative:
Additional information was received on september 15, 2020. In addition to the capsular contracture reported initially, the patient also had a right sided breast mass which required lumpectomy on an unknown date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 2, 2020. An updated explant date was provided with the receipt of the device. The device was explanted on (B)(6) 2020. Additional information was received on october 12, 2020. The patient's weight was obtained and populated in a4. The investigation of the returned device was completed by the failure analysis lab on october 19, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was obtained on october 20, 2020. Bilateral prosthesis replacement with 755cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 800cc mentor memorygel breast implant (right) and a 750cc mentor memorygel breast implant (left) experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. The capsular contractures were diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-10758 for contralateral prosthesis report.